Manufacturer narrative:
Without the benefit of device information, examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, patient presented needing 24 hour urine collection. Foley placed on (B)(6) upon admission. On (B)(6), mother reported leaking around foley catheter and baby was crying. Catheter was deflated and re-inflated when they heard a "pop". Catheter was removed; ultrasound revealed 2 fragments of presumed foley balloon in bladder. Patient was taken to the or for cystoscopy and removal. Treatment followed with antibiotics for sepsis/uti. Event resulted in new procedure and new anesthesia for removal. Injury unsure.